Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the device was returned. The investigation is confirmed for self-activation based on the as received configuration of the device. The device was returned with the bottom slide primed, which prevented the top slide from priming and the device from being functionally tested. Functional/performance evaluation: the device could not be functionally tested, as the slides would not moved in the as received condition. The outer housing was removed and it was found that the bottom slide was stuck on the cannula hub and could not advance. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. The slides were placed back in the correct position and the device was reassembled. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a chicken breast with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for self-activation based on the as received configuration of the device. The device was returned with the bottom slide primed, which prevented the top slide from priming and the device from being functionally tested. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore disposable core biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, when the health care provider attempted to prime the device to take a second sample, the bottom slide allegedly could not be locked into the primed position. It was further reported that another device was used to complete the procedure. There was no report of patient injury.